Event description:
Additional information was received that the patients seizures have returned back to baseline since their generator was replaced.

Event description:
Analysis was completed on the patient's returned generator. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the (B)(4) lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The patient had their generator replaced and it has not been returned for analysis at this time. Good faith attempts are underway for product return. Prior to explant diagnostics were performed. System diagnostic testing: output status ok, lead impedance ok, dcdc 2 eri no. The patient had been having seizures regularly and was the reason for their battery replacement.

Manufacturer narrative:
.

Event description:
Clinic notes were received for review on a patient implanted with the vns. It was reported that the patient on (B)(6) 2012 had been having episode of headaches and also experiencing sleep apnea. The relationship of the patient's sleep apnea to their vns is unknown at this time and under investigation. The patient does use a CPAP machine for their sleep apnea. The patient's output current was noted to be at zero at this time and unknown if programmed to zero output current. This is under investigation. Additionally on (B)(6) 2011, the patient was reporting pain after going through a scanner at the court house. The pain was reported to be in their left neck when their vns goes off. Otherwise, no trauma or injury verbalized. The patient's vns was interrogated all system diagnostic testing was ok. Their output current was decreased and no pain verbalized. The patient was going through transition and personal stress and having seizures. It was reported at their office visit dated (B)(6) 2011 that they were having more frequent seizures and that past month their seizures have been worse. The patient has had a seizure every day for the past two weeks. The patient had a grand mal seizure in the past month. The patient had not had any changes in medication in years. It is unknown the relationship of their seizures to their vns device, nor if it was a change in seizure type for the patient. The patient will be referred for battery replacement, surgery has not been scheduled at this time.

Event description:
The patient's generator was returned for analysis. Product analysis completion is pending.